Event description:
It was reported that the micro sagittal saw leaked an oil-like substance during a procedure. There were no injuries to the pt or user, and there were no adverse consequences.

Manufacturer narrative:
A sample of the substance found on the device was taken, additional preventive maintenance was also performed.